Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements. Technical services (ts) was consulted, and a spring contact anomaly was suspected, but it was not conclusive. Further reprogramming and testing were recommended. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).